Manufacturer narrative:
The lay users/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter has been passed for further investigation. A device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch ultra2 meter was testing in settings mode. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that the alleged product issue first occurred on (B)(6) 2016 at 3:30am. The patient manages their diabetes with oral medication(s) (type and dosage unspecified) as well as with diet and/or exercise and denied making any changes to their regular diabetes management regimen as a result of the product issue. The patient stated that 5 hours later they developed symptoms of "shaky and sweaty"; symptoms which were associated with hypoglycemia. In response to this, the patient self-treated by consuming additional food and/or drink at 8am on (B)(6) 2016. No medical intervention was required as a result of the alleged product issue. At the time of troubleshooting the cca walked through the correct testing procedure with the patient and the issue was resolved. The products were requested to be returned for evaluation and replacement products were sent to the patient. This complaint is being reported based on the following conclusion(s): although the product issue was resolved at the time of troubleshooting, the patient was unable to test their blood glucose on the subject meter which led to them suffering symptoms which are suggestive of serious injury after the alleged meter issue began.

Manufacturer narrative:
Further analysis was not possible for the returned meter due to unknown storage and handling preventing the allegation being physically investigated. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed. On september 21, 2020, lfs received notification from the FDA that this supplemental was on-hold and had not been successfully received by the agency. Lfs has been engaged with the FDA since september 21, 2020, to agree upon remediation of the on-hold issue. On march 11, 2020, the world health organization (who) declared the covid-19 outbreak as a global pandemic. In line with final guidance published by the FDA in may, 2020, entitled 'postmarketing adverse event reporting for medical products and dietary supplements during an influenza pandemic'; lfs has agreed late reporting of all on-hold supplementals. This submission is included as part of that agreement.